Event description:
It was reported that during a total hip replacement the impactor tip broke off in the shell, surgeon was not able to remove the broken piece, so it was left in the patient.

Manufacturer narrative:
The associated offset reflection cup positioner/impactor was not returned for evaluation. A clinical evaluation noted that based on the very limited information provided, the "twisting of the impactor" as described in the initial complaint, may have contributed to the tip breaking. No x-rays were provided to actually see where the tip implanted. It is unknown if there will be any future impact to the patient. A review of complaint history on the list part revealed no additional complaints for this failure mode with the same batch number. Our investigation included a review of the manufacturing records for the listed batch which did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No further actions are being taken at this time. We consider this investigation closed. Should additional information be received, the complaint will be reopened.